Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. They had received a failed battery test alarm. While troubleshooting for the failed battery test alarm, they noticed there was a crack along the battery compartment. Troubleshooting was performed for damage and they were advised to discontinue use of the device and revert to a back-up plan advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin ump was monitored and tested with no failed battery test noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window and minor scratches on display window noted.